Event description:
The patient contacted animas alleging that the pump was intermittently unresponsive to button presses. The patient also alleged that the buttons were sticking. The patient denied that the device is exposed to water. He also denied that the keypad was torn or peeling.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the pump was intermittently unresponsive to button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. The keypad was torn over the ok button.